Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that the fill valve was replaced which resolved the issue. Additionally, the control console was not physically damaged, but was replaced as a precautionary measure. The mixer has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
An in-center hemodialysis user facility's biomedical technician (bmt) reported an event of smoke coming from a dry acid 132 gallon unit while a new batch of acid was being mixed. When the smoke was observed, the mixer was shut off. Follow-up information was obtained from the biomed which revealed that no flames or sparks were present. There was no harm to any patients or staff. Following the event, the biomed performed a machine evaluation which traced the issue to a burnt fill valve. Additionally, the control console was not physically damaged, but was replaced as a precautionary measure. The mixer has been returned to service at the user facility without a recurrence of the event as reported. The fill valve in question has been requested back to the manufacturing plant for failure analysis, however, to date, the part has not been received for analysis.